Event description:
Patient reported a "left side larger than the right side" and possible right side implant exchange. Healthcare professional later reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a "left side larger than the right side" and possible right side implant exchange. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted and replaced.